Event description:
Per the territory manager report, at the end of a transapical procedure it was difficult to close the access site due to this elderly patient¿s friable tissue. It was also noted that the apex was accessed too low, which could have contributed to the event. There was no apparent apex tear but the sutures were not holding the incision together and the surgeon used glue. As a result, the patient was also transfused with 3 units of blood. The sapien valve placement was successful. The patient was reported to be doing well post procedure.

Manufacturer narrative:
Per the instructions for use (IFU), access site complications/cardiovascular injury, including perforation of the ventricle or myocardium, bleeding, and injury at the site of ventricular access that may require repair are potential complications associated with the transapical tavr procedure. Per literature review, risk factors for apical laceration and bleeding include friable tissue, fatty apex, chronic steroid use, dilated lv with thinned walls, and hypertension during removal of the sheath. While patient characteristics are important, achieving good hemostatic control of the lv apex is one of the most critical steps in ensuring the success of the transapical procedure, particularly in the elderly with friable tissue. Additional literature review confirms there is a higher incidence of apical bleeding in female patients and patients over 80 years old. This information correlates with review of complaint history, revealing that the majority of apical bleeding complications appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. The thv training manuals note that removal of the sheath and attempted closure of the apical incision may be associated with blood loss. Rapid burst pacing can be used to lower the systemic blood pressure during sheath removal and apical closure. The thv training manuals also recommend the physician consider performing the procedure under full cpb support for certain patients, including those with cardiogenic shock (cardiac index < 2 l/min per square meter) despite volume challenge and inotropic support, profound lv, rv, or biventricular dysfunction, and notably friable apex. In this case, the cause of the reported issues with the apical closure and subsequent bleeding cannot be confirmed. However, it appears that patient factors ((B)(6) female with very friable tissue) and procedural factors (apex access point was too low) may have caused or contributed to the event. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.